Event description:
In 2008, customer alleged that right intermediate rail not locking in the up position. Per the tech could not duplicate problem. Locked intermediate rail in the up position and unlocked twenty times. Rail locked in the up position every time. Rail working properly.